Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture discovered via ultrasound and mammography. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture discovered via ultrasound and mammography. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3.

Event description:
Patient reported left side rupture discovered via ultrasound and mammography. Device remains implanted.

Event description:
Patient reported left side rupture discovered via ultrasound and mammography. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec). Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture discovered via ultrasound and mammography. Device has been explanted.